Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19624. It was reported, the pt does not experience pain relief from the peripheral scs system (off label use). Reprogramming was unable to provide pt with effective stimulation. The pt plans to have the system explanted. The physician plans alternate treatment modalities.